Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 was displaying inaccurately high results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call. On (B)(6) 2012 at 10:35am, the patient alleged obtaining a blood glucose result of "215mg/dl" on her lfs device. The patient reported using novolog insulin on a sliding scale according to readings and levemir insulin 50 units at bedtime. The patient reported administered 14 unit of novolog insulin based on her sliding scale. The patient reported 30 minutes later, she felt "tired" and "low sugar symptoms." Her daughter reportedly called emergency medical services (ems), and they arrived within 5 minutes. The patient reported that ems measured her blood sugar and obtained a reading of "29 mg/dl" on their meter, and administered IV glucose. About 15 minutes later, the patient was feeling better and had a glass of orange juice. The patient's blood sugar was reportedly tested again and ems obtained a reading of "183 mg/dl" on their meter prior to departure. The patient stated she was not transported to the hospital. On (B)(6) 2012 at 9:40am, the patient reported obtaining a reading of "319 mg/dl" on her lfs meter, and administered novolog insulin according to the high reading (unknown dose). The patient reported "feeling anxious." She was unsure if she was having an anxiety attack or if the symptoms were due to hypoglycemia. The patient reported about 10 minutes later, she "passed out." Her daughter immediately called ems again, and they arrived shortly after. Ems obtained a reading of "19 mg/dl" on their meter, and they were unable to revive her. The patient reported they administered IV glucose en route to the emergency room (ER). The patient reported waking up in the ER when "they were running all sorts of tests." The patient reported her blood glucose was taken 3 or 4 more times on the hospital meter but she was unsure of the readings. The patient reported she had lunch at the hospital, but no insulin or other diabetic medications were administered. Upon discharge, the patient reported her blood glucose level was "189 mg/dl" at approximately 2:15pm. At the time of troubleshooting, the cca confirmed the patient was using the correct testing method and the meter was set to the correct unit of measurement. In addition, the patient was using an approve sample site to obtain the blood sample, and her test strips were in good condition. However when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient allegedly obtained an inaccurate high reading; administered insulin accordingly, developed symptoms suggestive of severe hypoglycemia, and required treatment from an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/16/2012)-device evaluation: the meter and test strips involved with this complaint have been returned (B)(6) 2012 and evaluated by product analysis (pa) respectively on(B)(6) 2012 with the following findings: the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.